Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast visible in the inflation lumen and balloon consistent with preparation and a leak while in the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The distal end of the soft tip was jagged. There were multiple bends and kinks in the hypotube. Since this damage was not reported in the incident information, the kinks, bends, and tip damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured met manufacturing criteria. The stent delivery system was pressurized using a new indeflator filled with water and fluid was noted to be leaking from a hole in the proximal balloon shoulder. There was a longitudinal scratch at the hole for the full length of the proximal balloon taper. There was no report of any leak or damage to the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use and that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices and/or the calcified lesion during advancement or retraction in the lesion. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for tears in the balloon for this lot. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the device did not cross the moderately tortuous and moderately calcified lesion in the mid right coronary artery for this patient. The patient was treated satisfactorily with a 2.5 x 23 xience. No patient effects were reported. No additional information was provided. Device analysis revealed a hole in the proximal shoulder of the balloon.